Manufacturer narrative:
(B)(4)

Event description:
It was reported that both right atrial and right ventricular leads were capped and replaced due to insulation damage, noise, and lead dislodgement. The patient exhibited twiddlers syndrome. The leads were capped and replaced. The patient was asymptomatic and stable before, during, and after the procedure.